Manufacturer narrative:
Follow-up #1: date of submission 31-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: during investigation, the keypad rubber was intact and all keypad buttons were responsive to user input. The pump cover was removed to find further moisture corrosion to the power printed circuit board, and to the keypad connector/flex. The tactile change complaint was unable to be duplicated during investigation. Evidence of moisture was found in the display screen inside the pump. A leak was found in the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive, with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.